Event description:
The peritoneal dialysis (pd) nurse reported that the pd pt had passed away on (B)(6) 2011 and the cause was respiratory failure. The cycler had been turned off approximately 30-60 minutes before she passed away, and the pt was not connected to the device at the time of her death. The pd nurse reviewed the pt's alarm history and pd treatment settings. The cycler was returned to fmc.

Manufacturer narrative:
The liberty cycler was returned for evaluation; no non-conformities were found. The unit passed all tests during simulated treatment testing and met specifications. A batch record review was conducted and confirmed there were no deviations or non-conformances. Product labeling, material, and process controls were found to be within specifications. A clinical investigation and medical assessment were performed. The pt's nurse indicated the pt's condition seemed to have deteriorated a few days prior to her death. There were no unusual volumes and no alarms recorded. The pt was a dnr. No autopsy was done. During a follow up phone call from the fmc pharmacovigilance physician with this same nurse it was reported, the nephrologist does not believe the liberty cycler caused or contributed to the pt's death. She agrees with the nephrologist's opinion. She also stated that there was no reported problem with the device prior to the pt's demise. The notification to fresenius was done as a standard procedure in any device related deaths. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to the FDA regarding all potential adverse events received between (B)(6) 2011 to (B)(6) 2013.